Event description:
Affiliate reported that a patient had laproscopic hernia repair in 2005. Approximately three weeks following the surgery, she presented with intractrable nasuea. The patient was taken back to surgery 3 months later. At that time, adhesions were observed, resulting in a bowel obstruction.